Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per sop 01-061 since the device manufacture date is greater than one year from the event date. The stm isolated drift failure to defective drive transducer causing calibration drift. The stm replaced the drive transducer and calibrated 30psi calibration, which corrected failure. The stm then performed all calibration, functional and safety tests on iabp, which passed. The iabp was returned to customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) performed by a getinge service territory manager (stm) on the cardiosave intra- aortic balloon pump (iabp), the fse observed "atmospheric and drive transducer drift" and could not correct 30 psi calibration. There was no patient involvement, and there was no adverse event reported.